Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the sensor. During troubleshooting, customer mentioned to have low blood glucose of 25 mg/dl. Customer treated low blood glucose with sugar packets, jelly beans, and orange juice. Customer woke up with high blood glucose. After troubleshooting, customer will not be returning the device for analysis.